Event description:
It was reported that programmer was unable to interrogate the device. The programmer was only getting one green light. The caller was advised to try putting electrodes on the patient and checking the magnet response, and if the magnet response was still 85 the problem may be with the programmer. A follow up call was made to the company representative and it was confirmed that the issue was with the programmer head. After changing the head the patient was interrogated and everything was fine. The programmer head will be returned. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).